Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed and the user used scissors to open pocket and broke the lid. A field service engineer instructed the customer to attempt recovery of the failed space, identified as a full height cubie on the main drawer where rows b and c were not detected on the bus, powered down the station, then disconnected and reconnected all cables at the rear of the drawer, accessed each tray to remove any debris and reseated the row board cable. After completing these steps, ran diagnostics, which confirmed full functionality. The customer was able to access the drawer without further failures, performed the diagnostic acceptance test, during which the drawer opened, all pockets deployed and retracted properly, and all components were successfully detected on the bus. The drawer closed without issue, no additional failures were observed, and the customer confirmed successful recovery and operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user used scissors to try open the pocket, which resulted in a broken lid; the system then displayed an error message stating device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.